Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of thrombosis and death, as listed in the multi-link rapid exchange (rx) ultra instructions for use are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported the procedure was to treat a lesion in the proximal right coronary artery. The 4.5 x 13 mm ultra stent was implanted at the lesion. Intravascular ultrasound (ivus) revealed the stent was well apposed. The patient was doing well and was sent to her room for recovery. The patient was compliant with dual antiplatelet drug therapy after the procedure. Two hours later, the patient coded and was sent back to the cardiac cath lab for angiogram which revealed stent thrombosis; following death. The patient died due to the stent thrombosis. There was no clinically significant delay in the procedure. No additional information was provided.